Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A clinic manager (cm) reported to fresenius that a leak occurred with the combiset bloodlines during a patient's hemodialysis (hd) treatment. Follow-up was completed with the user facility cm. The cm stated that treatment was initiated on the 2008t machine and the patient care technician (pct) noted blood dripping from the heparin line of the combiset bloodlines. Treatment was paused. The arterial line was rinsed back. The patient¿s estimated blood loss (ebl) was not provided. No serious injury or required medical intervention resulted from the reported issue. Treatment was restarted and successfully completed on the same machine with new supplies. A pinhole was noted in the heparin line upon visual inspection. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager (cm) reported to fresenius that a leak occurred with the combiset bloodlines during a patient's hemodialysis (hd) treatment. Follow-up was completed with the user facility cm. The cm stated that treatment was initiated on the 2008t machine and the patient care technician (pct) noted blood dripping from the heparin line of the combiset bloodlines. Treatment was paused. The arterial line was rinsed back. The patient¿s estimated blood loss (ebl) was not provided. No serious injury or required medical intervention resulted from the reported issue. Treatment was restarted and successfully completed on the same machine with new supplies. A pinhole was noted in the heparin line upon visual inspection. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.